Event description:
Surgeon used cable prophylactically. Everything went well postop x-ray showed the cable pulled through the crimping sleeve. Surgeon will let bone grow in and then have to go back in and remove the cable.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.